Manufacturer narrative:
The device was removed but not returned. The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient developed a hematoma post-operatively and lost sensation in her legs. The patient was admitted to the hospital and the physician decided to remove the device. The patient was discharged and recovered without sequelae.